Event description:
It was reported that the unit wouldn't operate correctly on patient and would not come up to correct operating pressure. Customer attempted to connect circuit to intubated patient and did not see any chest rise once connected to patient. Circuit was checked and no oxygen/pressure support was coming from ventilator. Connections and vent settings were all checked and the vent was connected to an oxygen supply. Patient had to manually bagged by the nurse. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.